Event description:
It was reported via phone call, that the customer's insulin pump received a battery out limit alarm. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was 70mg/dl. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces noted. The insulin pump had moisture damage on electronic assembly. The insulin pump was unable to confirm unexpected battery out limit alarms due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.